Event description:
During a mitral valve repair (mvr) surgical procedure at a hospital in sapporo, japan, a cor-knot® device was used to deploy cor-knot® titanium fasteners to secure suture. While placing of one of the fasteners, it was reported that the cor-knot® device lever was fully squeezed, that the suture was trimmed, but the fastener "jumped away" from the trimmed suture. It was reported that the fastener was not initially located, however, after the surgical procedure was completed, the surgeons found via imaging the fastener "stuck in the patient's pulmonary vein". The hospital reportedly reopened the patient to try to gain access to the fastener, but they could not easily access the fastener and instead reported that they implanted a filter in the relevant pulmonary vein to prevent the fastener from entering the left atrium of the heart. As reported, fluoroscopy revealed that the fastener was completely uncrimped. The patient was reported to be "doing ok", and the hospital was planning to discharge the patient. Furthermore, the surgeons reported that, during the mvr procedure, after the reported incident, they continued to use the same cor-knot® devices to successfully secure the remaining sutures, and "the devices worked perfectly well". The hospital reported that they believe the device "was not used appropriately well" for the described incident.

Manufacturer narrative:
Cor-knot® titanium fasteners are used to secure suture in general and cardiovascular surgical applications. In practice, a loader loads a cor-knot® quick load® unit, comprising a hollow cor-knot® titanium fastener and a wire snare, into the distal tip of a cor-knot® device. The loader is clearly instructed in the instructions for use (IFU) to inspect the device to ensure that the fastener is well loaded and fully seated (IFU p. 2, text for step 4a/b, including image 4a inspect schematic drawing and image 4b photographic illustration). (The full cor-knot® IFU is included as an attachment to this medwatch filing.) To deploy a fastener to secure suture, the user pulls the snare to thread suture ends through the fastener loaded in the cor-knot® device. The snare is then set aside. The user is also instructed to inspect the device to ensure the fastener is fully seated in the device tip after suture has been threaded through the fastener (IFU p. 3, text for step 8b, including image 8b inspect photographic illustration). Next, the user gently slides the distal tip of the loaded cor-knot® device over the suture down to a targeted site. The user orients the device appropriately and tensions the suture as desired. The user then squeezes the cor-knot® device lever to crimp the fastener onto the suture. While holding the lever squeezed, the user applies tension to the ends of the suture to trim the suture tails. The lever is released and the device removed, leaving in place a crimped fastener that secures the suture. The IFU further instructs that the user is required to confirm proper position of the crimped fastener and to inspect the fastener to ensure that the fastener is crimped properly (IFU p. 3). As cited above, the IFU makes it very clear in several locations that the cor-knot® device needs to be properly loaded, and appropriate instructions for loading and verifying that the device is properly loaded are provided. This is consistent with the "actions" statement on page 2 of the IFU, where the IFU states, "when the cor-knot® device is loaded with a cor-knot® fastener and appropriately positioned at a suture closure site, squeezing the purple lever can instantly secure and trim the suture." Although the cor-knot® devices associated with this event were discarded by the hospital and therefore are unavailable for evaluation, it is extremely helpful to understand from the report that 1) the fastener which was reported to "jump" from the device was completely uncrimped and 2) the purple lever was fully squeezed. This indicates that the fastener was not properly loaded into the cor-knot® device. If the fastener had been loaded in the device, it would have been crimped following the squeeze of the device lever. Instead, since the subject fastener was observed to be uncrimped, it is likely that the fastener was near the device tip but not properly loaded within the tip of the device. Then, when the device lever was squeezed, the internal mechanism which is actuated to crimp the fastener did not have a fastener to crimp, while the internal cutting blade moved into position to allow the suture tails to be trimmed. Subsequently, when the suture tails were trimmed, the uncrimped fastener that had not been properly loaded was free to leave the suture and appeared to "jump". We concur with the hospital that this was a use error. It appears that the loader of the fastener did not inspect the device as instructed in the IFU to ensure the fastener was well loaded and fully seated (IFU p.2). Additionally, the user of the device appears not to have inspected the device as instructed in the IFU to ensure the fastener was fully seated in the device tip after suture had been threaded through the fastener. (IFU p.3). The report indicates that the user recognized that the fastener "jumped" after the device lever was squeezed, but this could have been completely avoided if the loader or the user had verified the fastener was properly seated before using the device. Sales representatives have already visited the hospital in question to perform an in-service training on proper loading of the cor-knot® fasteners. More than 20,300,000 cor-knot® titanium fasteners have been used in cardiac surgery worldwide since 2011. In that time, this is the only reported instance of a fastener that appeared to "jump". The device was reported to work without issue when loaded correctly. Therefore, we agree with the hospital's assessment that this was a use error as discussed above. As such, it is an exceptionally rare use error, having been reported just once in 20,300,000 deployed fasteners, for an occurrence rate of (B)(4) (= 1 / 20,300,000). The history, literature, and known clinical surveillance of the use of fasteners in cardiac surgical procedures support the use of this technology when deployed correctly, consistent with the routine standard of care.